Event description:
Issues were reportedly encountered when trying to measure svc and rv coils continuities during regular ICD follow-up on (B)(6) 2015. Three attempts were performed, which all failed with an error message displayed by the programmer.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Issues were reportedly encountered when trying to measure svc and rv coils continuities during regular ICD follow-up on (B)(6) 2015. Three attempts were performed, which all failed with an error message displayed by the programmer.